Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope and presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced due to normal elective replacement indicator on (B)(6) 2014.